Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit did not chime when powered on.¿ the unit was triaged and the customer¿s reported condition was confirmed. It was noticed that the component (u14) was dislodged downwards. Being part of buzzer circuit, u14 was considered to be the root cause of failure. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-10-06.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit did not chime when powered on.